Event description:
It was reported that a patient underwent a left atrial tachycardia ablation with a thermocool smarttouch sf and a ngen generator and the patient experienced esophageal fistula that resulted in death. Roughly one month after an atrial fibrillation procedure was performed, an esophageal fistula was noticed. The patient called the office after feeling chest pains roughly one months after the procedure. The patient passed away on their way to the emergency room (ER). It was unknown how the injury was confirmed or if any medical intervention was provided for the patient. There were no complications during the initial procedure. They believe the injury was caused by burning at high power in the posterior wall using a radio frequency catheter. It was reported that they were "no longer a clinical at this account and is now doing clinical therapy advancement". Octaray catheter, soundstar catheter and a thermocool smarttouch sf catheter were used during the procedure. The procedure was performed roughly 12 months ago, the event was reported now because they did not know it was previously reported and they just found out about the event. The event was just found out and it was reported that the information about this event was going to be sparce since they found out so late.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).